Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) /2023. The patient experienced bleeding from the insertion site which occurred the same day the sensor had been inserted in the arm. According to the report, the patient developed a hematoma and bruising after hitting a vein during insertion. A quantity of blood was visible, and the patient indicated the area was swollen like a golf ball. The patient called ems (emergency medical services) to stop the bleeding. Of note, the patient was not taking a blood thinner. The method of stopping the bleeding was not specified. After the paramedic visit the patient drove herself to the hospital where a diagnostic CT scan was performed on 12/15/2023, and the hcp (healthcare provider) made an incision to evacuate the blood in the area. No medication or anesthetic was specified. After the patient¿s condition stabilized, she was discharged home on (B)(6) 2023. At the time of the report on 02/06/2024, 50 days later, the area was healing well, and the patient was in stable condition. No product or data returned for investigation. However, a photo was provided for analysis. The complaint was confirmed based on the photo. The probable cause could not be determined. No additional patient or event information is available.